Manufacturer narrative:
An MDR is indicated for this complaint. It was reported that a patient was implanted with a pdc vivo implant a little over a year ago. Patient was symptomatic but the surgeon did not believe that the symptoms were related to the vivo implant. The vivo was removed on (B)(6) 2025 and the patient was converted to a fusion. A DHR review could not be completed as the part number and lot number were not provided and could not be determined during the course of the investigation. Complaint trending found the rate of complaints to be within the level outlined in the risk documentation. A review of the risk documentation found that the hazards associated with the complaint are identified and mitigated to a level where the clinical benefits outweigh the risks. The implant was not returned following the removal surgery; therefore, no device evaluation could be completed. A pre-removal image was provided that showed no device malfunction. There were no anomalies identified during the investigation, the reason for the removal is unknown. This submission is 1 of 1 devices involved in this event.

Event description:
A patient was implanted with a pdc vivo implant a little over a year ago. Patient was symptomatic but surgeon did not believe that it was related to the vivo implant. The vivo was removed on (B)(6) 2025 and the patient was converted to a fusion.